Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination and no lot number was available, we were unable to fully investigate this incident. Therefore, the reported defect could not be confirmed and a root cause could not be determined. Conclusion/root cause: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Medical device expiration date: unknown.

Event description:
It was reported before use that the bd posiflush¿ xs 10ml pre-filled flush syringe nacl 0.9% had defective scale markings. No serious injury or medical intervention noted.